Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007516, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007516 was manufactured according to the work instruction (wi) version 79 and packaging in the multivac m12 on 08/jun/2024, with a total of (B)(4) units. An extended for loose contamination was performed for the outgoing test 6(g). The sub-assembly, assembly of the lot 4e04412 was manufactured according to the wi version 27 assembled in the quickset line, on 07-jun-2024, with a total of (B)(4) units. The sub-assembly, assembly of the lot 4e04413 was manufactured according to the wi version 27 assembled in the quickset line, on 08-jun-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4e04392 was manufactured according to the wi version 42 and manufactured in the line 04-05-08, on 06-jun-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4f00466 was manufactured according to the wi version 42 and manufactured in the line 04-08, on 08-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an infusion set bent tubing event on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.